Manufacturer narrative:
The device was explanted and returned for analysis. Visual analysis of the device did not find any anomaly. The device was functionally tested and analyzed. The device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records for all implanted devices were reviewed and no nonconformities were found. Based on the investigation performed, it is likely that the infection is not device related.

Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient has been treated with IV antibiotics for a month at home. There were no reports of further complications.